Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a lasix (500 mg/50 ml) infusion, rate of 1 ml/hr was initiated at 6 pm using the med/surg profile. At around 11 pm the user expected to see 5 ml infused and found the bag empty. The customer reported the volume used for priming was slightly more than 25 ml, and weight-based programming was not used. There was no report of patient harm.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of an over infusion was not confirmed. Analysis of the event log showed that at 6:06 pm on (B)(6) 2017 a basic infusion was programmed at a rate of 1 ml/hr with a vtbi of 20 ml. At 10:07 pm the device was paused, followed by several delays being programmed. At 11:01 pm the device was powered off without the infusion having been resumed. The recorded volume infused was 4.017 ml. Rate accuracy testing was performed and the device failed, exhibiting a slight under infusion. During testing no overinfusion or unregulated flow was observed. Following calibration the device passed repeat rate accuracy testing. The event administration set was not returned for investigation. The root cause of the over infusion was not identified.